Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it was found to have been disconnected because the boot part was damaged. It was recommended to replace the faulty camera cable, as well as adjustments, full inspection and electrical safety test be completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. Externally- the camera was damaged; the boot had sustained physical stress and was split. When the camera was disassembled, the camera cable was tested with a known working charged coupled device (ccd), but no image was present due to a fault with the cable. The ccd was tested with a known good cable and the image was present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the cable connecting to the hd camera head cable was splitting. There was no exposed metal or wiring. The issue was observed during maintenance. There were no reports of patient harm or impact associated with this event. Evaluation of the returned device revealed when connected to the otv-s190 processor, there was no camera image produced. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.